Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4) - the listed drugs were reported as "treatment recommendation" for unspecified medical conditions. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced recurrent peritonitis coincident with peritoneal dialysis (pd) therapy. It was not reported if the patient was hospitalized for the peritonitis event. The cause of peritonitis and treatment for the event were not reported. Physioneal therapy was discontinued; however it was not specified if this occurred coincident with this episode of peritonitis. Patient outcome was not reported. No additional information is available.